Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of one prostyle were successfully pre-placed. Reportedly, an attempt was made with a second prostyle device; however, a cuff miss [suture retrieval issue] was noticed. The sutures of another prostyle were successfully pre-placed. The sheath was upsized to a 16f sheath and the evar procedure was completed. During suture management, a suture break occurred with the last prostyle suture that had been pre-placed. An additional prostyle was attemped; however, a cuff miss [suture retrieval issue] was noticed. Hemostasis was achieved with the first pre-placed prostyle suture along with an additional prostyle. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.